Event description:
It was initially reported that the handheld computer had a screen freeze at the interrogation successful screen. Troubleshooting resolved the event with a computer soft reset. The device was not sent back to the manufacturer for evaluation since issue was resolved. Good faith attempts to obtain additional information have been unsuccessful to date.